Event description:
It was reported that surgeon explanted pressfit femur that became loose and needed to be removed. Insert was also explanted.

Manufacturer narrative:
The exact cause of the event could not be determined because limited information was provided. The returned device, device information, and medical records are needed to further investigate the event.

Event description:
It was reported that surgeon explanted pressfit femur that became loose and needed to be removed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral component. When completed, the evaluation summary will be submitted in a supplemental report.